Event description:
The pt reported that she has had 5 infusion sets where the tubing broke at the luer lock. She stated that this has happened over the course of a few months. She stated that most of the time it was a partial separation of the tubing from the luer lock. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.

Manufacturer narrative:
Issue described to agency in recall.